Event description:
This pt was treated with three cypher stents during the index procedure in the mid left anterior descending artery (lad), the circumflex and in the mid right coronary artery. Angiography performed 35 months after the procedure, based on anginal complaints revealed 40-50% stenosis in the proximal left anterior descending artery (lad) and 90% stenosis in the apical lad, at the end.

Manufacturer narrative:
This pt presented with medical history including stable angina ccs ii, hypertension, hypercholesterolemia, weakness of right leg after lumbal spine surgery (1988), low back pain and anemia; 3-vessel disease was found. A 3.0 x 28mm cypher was deployed at 12 atm in the mid lad. A 3.0 x 23mm cypher was deployed at 12 atm in the obtuse marginal and finally, a 2.5x23mm cypher was deployed in the mid rca at 12 atm. All stents successfully deployed. Approx 13 months later, the pt was diagnosed with diabetes and the pt was treated with other drug therapy. Twenty one after the index, the pt had angina pectoris. The event was moderate and resolved with other drug therapy. Angiography revealed stenosis in the proximal lad and in the apical lad. All three stents deployed during the index procedure are open and function well. It is not known, if the disease is within 5mm of the stent in the mid lad. Clarification has been requested and has not been forthcoming as of this writing. Please note that this product is not distributed in the united states. However, it is similar to the distributed. This product is also not available for testing and evaluation. Add'l info received will be submitted within 30 days upon receipt.